Manufacturer narrative:
Per the instructions for use (IFU), valve malposition and embolization are known potential complications associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to valve malposition/embolization, including, but not limited to, improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, loss of pacing capture, rapid deployment and movement of the delivery system by the operator. The edwards sapien 3 transcatheter heart valve is indicated for patients with severe symptomatic calcified native aortic valve stenosis. Deployment of the sapien 3 valve in a native mitral valve is not indicated per the labeling; therefore the labeling (ifus and ew training manuals) do not instruct the operator how to position the sapien 3 valve in this scenario. In this case, the valve was placed too ventricular in the native mitral position resulting in pvl. A second device was required. The root cause of this event remains indeterminable but was likely due to patient and procedure related factors (deployment in the native mitral annulus and heavily calcified annulus). Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
Edwards received notification from a field clinical specialist that after a successful sapient 3 29mm transcatheter valve in native mitral mac (mitral annular calcification) case, there was a moderate pvl (paravalvular leak). The valve was placed too ventricular and that the leak was coming through the cells around the skirt. The physician decided implant a second valve to try and obliterate the pvl. After the second valve was implanted successfully, the pvl was slightly better but not gone. The pvl at this time was thought to be from the eccentric nature of the heavily calcified annulus. There were no edwards device malfunctions noted. The patient was discharged home and doing well.